Event description:
Customer reportedly obtained results of 93 mg/dl, 143 mg/dl, and lo within 10 minutes on the same device. An add'l comparison reported results of lo and 273 mg/dl on the same device within 10 minutes. No action was taken based on these specific results. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.